Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 76-year-old female was implanted with an impella cp device for mechanical circulatory support. The impella cp was placed in the left femoral artery and could not pass despite the multiple attempts made to balloon. During the third attempt to pass, the iliac was dissected. The physician was able to get access to contralateral side and a covered stent was placed and intra-aortic balloon pump was then placed.